Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 699 mg/dl. The cause was unknown. The customer mentioned the lower, left side of their back hurt because of the elevated bg. The customer also reported that they went to the ER on (B)(6) 2023 and were ultimately hospitalized for bg. The hospital staff provided an IV and fluids of saline and insulin to address bg. The customer was released from the hospital on (B)(6) 2023 with no permanent damage. No additional patient or event information was available.